Event description:
It was reported to boston scientific corporation that during a pelvic floor repair procedure using a pinnacle anterior/apical pelvic floor repair kit, the sutures "pulled away" and "the tip broke off." The location of the broken "tip" is unknown. The physician completed the procedure with another pinnacle anterior/apical pelvic floor repair kit with no complications to the patient, who is reportedly fine. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.